Event description:
At about 3 years after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24-aug-2022: lot 174619: (B)(4) items manufactured and released on 29-dec-2017. Expiration date: 2022-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Other devices involved: batch review performed on 24-aug-2022: gmk-primary 02.07.2003l femur std cemented size 3 l (k090988) lot 184919: (B)(4) items manufactured and released on 04-oct-2018. Expiration date: 2023-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported case during the period of review. Gmk-primary 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 177764: (B)(4) items manufactured and released on 28-feb-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported case during the period of review.